Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.069 ng/ml) from a single patient sample run on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory as the customer performs repeat vitros trop I es testing when an elevated result is obtained. The expected value (< 0.012 ng/ml) was confirmed upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. Although service actions were performed, there was no evidence in the pre-service vitros trop I es precision testing to indicate an instrument malfunction. In addition, there was no evidence to suggest a reagent malfunction had occurred. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.